Event description:
On or around 04/10/97, the account received an erratic result for the bhcg essay, which was run on the axsym analyzer. The sample was initially run undiluted and a result of 0.0 mlu/ml was obtained. The sample was then retested and a result of 5000 mlu/ml was received, which was confirmed on a different axsym analyzer. The initial result was not reported. No report of injury.

Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic dishcarge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.